Manufacturer narrative:
Section d10, h3, and h4: additional information. Section h5 and h8: correction. Manufacturer's investigation conclusion: the reported event of a funny noise coming from the pump head was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and underwent resistance and insulation testing. The motor functioned as intended. The motor was run with a lab test centrimag system and no issues were found. The motor was forwarded to the service depot for analysis and was evaluated and tested under a work order. The reported event of a funny sound from the cmag blood pump was not duplicated or verified. The motor was run for an extended period of time, including overnight, with the returned and associated console and flow probe. The pump head was securely seated in the motor and no loud clicking noise was observed. No alarms or other issues were observed at any point. The motor functioned as intended and passed all tests, including the functional checkout. The motor cable was inspected, and no issues were found. The root cause for the reported event was not conclusively determined through this analysis. The console and blood pump in use during this event are reported under MFR #'s 2916596-2019-03960 and 2916596-2019-03801, respectively. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the nurses heard an abnormal sound coming from the cmag blood pump. They reported that it was making loud clicking sounds. Initially the nurses tried to reseat the pump head but that did not resolve the issue. They then reached out to the abbott rep and he recommended that a motor and console change out would resolve the issue. Changing the motor and console fixed the vibration so they did not have to change out the pump head. No additional information was reported.